Event description:
Reportedly, when an attempt was made to use the device to treat the pt, it would not power on. The facility determined the report was the result of a charge-depleted battery. The pt was not resuscitated.